Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16466973, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had uncomfortable postural changes. The patient underwent an explant procedure of a lead and clik anchor. No device malfunction was suspected. The patient was doing well postoperatively.